Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a infusion at d3cvicu unit the bedside staff walked in and found that the pump with precedex (dexmedetomidine) was at 7mcg/kg/min, instead of 0.7mcg/kg/min. The patient had bradycardia, hypotension, and was monitored for precedex od. The patient required a epinephrine infusion, frequent monitoring and frequent labs. The patient was transferred to ICU and has recovered according to the customer. The customer reported a serious injury to the patient and a delay in care.